Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. The cartridge user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge.

Event description:
It was reported that the customer experienced a "high" blood glucose (bg) level on the continuous glucose monitor (specific bg value was not provided). Cause was not known. A correction bolus was delivered to address bg. Reportedly, the customer was using cold insulin. Tandem technical support educated customer on using room temperature insulin.